Event description:
The customer alleges back to back results of 418 mg/dl on his meter and 83 mg/dl on his doctor's meter. He states his physician put him on insulin based upon his higher meter readings. He took insulin based upon his higher meter values and had hypoglycemic symptoms; ate and felt better. The strips were stored in his carrying case outside of the vial. No report of an adverse event. Controls were not run. Return requested and replacement was sent.